Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to b5 summary : it was reported that during a da vinci-assisted surgical procedure, the 8mm tip-up fenestrated grasper instrument malfunctioned and was observed to be broken. The internal cable was observed to be frayed and had potentially snapped off causing the tip to retract and lodge itself against the shaft in an unusual manner. Due to this, the trocar could not be removed. The trocar was not damaged and was returned with the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) did receive the 8mm tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and the main tube was found to be broken at approximately 2.03 in from the distal tip. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact. The material was found to be missing from the outside of the main tube. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for (B)(4) as previously listed in section h9.